Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for analysis. Console is running firmware version v05.18.00. Console failed the final functional test on step 5 - offset-normal mode minimum flow rate with a reading of 103.080 standard cubic feet per hour (scfh). The acceptable range is 45 +/- 5 scfh. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing passed the final functional test without failing at any step. Console failed the visual inspection because the front panel has visible smudges. Device analysis confirmed the complaint allegation of rotation speed unstable.

Event description:
It was reported that rotation speed was unstable. A rotapro console was selected for use. During the procedure, the speed was set at 60,000 to 70,000 rpm. However, the rotational speed became unstable and increased to 120,000 rpm both dynaglide and normal mode. The procedure was completed with this device. There were no patient complications reported, and the patient was stable after post procedure.

Event description:
It was reported that rotation speed was unstable. A rotapro console was selected for use. During the procedure, the speed was set at 60,000 to 70,000 rpm. However, the rotational speed became unstable and increased to 120,000 rpm both dynaglide and normal mode. The procedure was completed with this device. There were no patient complications reported, and the patient was stable after post procedure.